Manufacturer narrative:
Patient identifier unknown / not provided (cmp-(B)(4)). Additional PMA/510(k) numbers k011028, k013227.

Event description:
Doctor reported that the mount get stuck with the implant and implants does not release properly from it. The doctor was able to place the implant in the same surgery.

Manufacturer narrative:
The fixture mount was received for inspection. The mount was visually inspected; it was discovered to be fractured at the hex. The damage most likely occurred during the use or disengaging. It can be stated that the mount damage is not related to manufacturing. The subject implant was not received. Therefore, the condition of implant connection to mount cannot be functionally tested for disengage/release related problem. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: IFU 4869, rev 7 - instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants. Information identified: step 6 ¿ complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. Doctor indicated that the mount get stuck with the implant and implants does not release properly from it. Doctor was able to place the implants in the same surgery. The complaint could not be verified, as the subject implants were not returned for inspection. However the returned fixture mount was determined to have had a fractured hex and as a result the complaint will be confirmed for the device damage. A root cause could not be determined for this complaint. The following sections were updated: UDI: (B)(4).